Event description:
It was reported the patient¿s lead migrated and they were not feeling much tingling on their left side which was the side they really needed. A lead revision to move the lead further to the left was planned for (B)(6) 2014. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a revision surgery where the physician moved the lead to the left more to get more stimulation down the patient's leg. The surgery was successful and the patient was doing well.